Event description:
It was reported that during a full supply change, the user observed insulin leaking from the cartridge area when instructed to press and hold, and insulin did not drip from the tubing until the process was restarted with a new cartridge. Investigation included guided troubleshooting to inspect the cartridge chamber and supply path, and execution of a repeat supply change with a new cartridge. Investigation of this case revealed a leaking cartridge consistent with a cartridge integrity or connection issue that resolved with cartridge replacement. Symptoms included no adverse clinical effects. Outcomes included restoration of insulin delivery after replacement of the cartridge without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or a transient cartridge handling issue.